Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Bardia and bard are registered trademarks of c.r. Bard, inc. Or an affiliate. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ® single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities: 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water. Do not exceed recommended.

Event description:
It was reported that the distilled water could not be infused into the balloon.